Event description:
A customer reported that a pt's sample containing anti-m did not react with 0.8% selectogen lot vs101 (heterozygous cell). No death or serious injury was associated with this incident.